Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that needle eclipse 25x5/8 safety mechanism broke. This was discovered before use. The following information was provided by the initial reporter: material no: 305759, batch no: unknown. It was reported that when attaching needle to the syringe, safety cover splits. Concern description: safety issue. When attaching to syringe safety cover split and could have caused a needle puncture.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle eclipse 25x5/8 safety mechanism broke. This was discovered before use. The following information was provided by the initial reporter: material no: 305759, batch no: unknown. It was reported that when attaching needle to the syringe, safety cover splits. Concern description: safety issue. When attaching to syringe safety cover split and could have caused a needle puncture.